Manufacturer narrative:
(B)(4). Results - clogged/obstructed solenoid valve assembly; tubing not pinched in valves. A field service representative (fsr) visit on (B)(6) 2008 found that the solenoid valve assembly was clogged/obstructed. The fsr cleaned the valves, verified all gains, ran precision, and ensured qc was within range. The instrument was performing per labeling. No parts where used and no further investigation was required. On (B)(6) 2008, the customer called back stating that the discrepant hgb results issue continued. The customer stated that hgb and hct values were not matching the rule of three. Upon repeat, the hgb/hct matched but the hgb results were different. The customer did not have any specific patient examples available. The customer stated that no repeated samples were questioned by a physician. The customer stated that qc was within range and mode-to-mode controls were within range. Customer requested that the fsr return to resolve the issue. An fsr visit on (B)(6) 2008 found that the s2 tubing was not pinched in valves 26 and 27. Dried blood was observed on the pre-mix cup and air bubbles in the .1 ml sample syringe. The fsr cleaned both transducers and pre-mix cup. The .1 ml sample syringe was replaced. The fsr performed a precision run and mode to mode checks with passing results. The instrument was operating per specification. No further investigation was required. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10 - troubleshooting and diagnostics (pg. 10-9) provides information to assist in problem identification, isolation, and corrective action. The patient's 6.3 g/dl hgb result was out of normal range per appendix b-3, table b-1, and should have generated data alerts if the laboratory action limits were set to normal ranges. It is unknown if the customer uses laboratory action limits, which would generate dispersional data alerts. Section 3, principles of operation; operational messages and data flagging; parameter flagging messages; dispersional data (pg. 3-23) provides information in regards to dispersional data alerts (results highlighted or underlined). A result that falls out of a laboratory action limit can indicate the need for the operator to follow laboratory protocol, such as repeating the sample, performing a smear review, or notifying a physician. Section 9, table 9.1, nonscheduled maintenance frequency (pg. 9-19) shows the aperture plates, syringes (diluent/sample/lyse) and hgb flow cell may be suspected sources of imprecision. A review of domestic and international complaints for the months of (B)(6) 2007 through (B)(4) 2008 have been evaluated for the complaint issue. No adverse trends have been identified for the cell-dyn 1700 instrument, list base number 03h53-01 (which includes 03h57-01), regarding discrepant hgb results. There is no systemic issue. This is the final report.

Event description:
The customer stated they have had intermittent discrepant hemoglobin patient results on the cell-dyn 1700 analyzer. An initial hemoglobin result of 6.3 g/dl was generated and reported. The physician questioned this result and the sample was retested yielding a hemoglobin result of 13.1 g/dl. There was no impact to patient management. A subsequent precision run was out of range for multiple parameters. Field service was dispatched to inspect and service the instrument.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.